Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and was unable to reproduce the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device did not shock defibrillation therapy. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control observed proper device operation through functional and performance testing. The device was subsequently returned to the customer for use. In a review of the electronic patient records it was observed that there was an attempt to perform a synchronized cardioversion on the event date, however there were no sync markers displayed on the recorded ECG rhythm. The lack of sync markers appears to be due to the lack of a discernable qrs complex. There was also an excessive amount of artifact observed on both the ECG rhythm and the impedance trace. The likely cause of the reported issue was determined to be due to use error. The user did not follow the device's operating instructions to confirm proper placement of the sync markers and did not adjust the ECG size or select another lead when the sync markers were not displayed.

Event description:
The customer contacted physio-control to report that their device did not shock defibrillation therapy. There was no patient use associated with the reported event.